Event description:
It was reported that few days after implantable of the lv lead, infection was noted in the pocket. The doctor decided to explant the whole system.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.